Event description:
Customer received result of 9.2 mmol/l on the mobile system, and a result of 2.2 mmol/l on the aviva system within 10 minutes. Low blood glucose symptoms were reported with these results. The customer was able to self-treat her symptoms. No adverse event reported. Requested return of suspect device, however the test strips were not returned.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva system (lot number and expiration date unknown). (B)(6). Will not be returned to manufacturer.